Event description:
Hcp reported the patient was never happy with the pump. Patient required a medication change from morphine to dilaudid after developing itching. In 7/2002 patient complained of extreme pain, stated the pump was not working, and wanted a medication increase. A rotor study was termed inconclusive. The patient demanded the pump be removed which was done 2002. The hcp has not seen the patient since that time.